Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used for treatment not diagnosis. This report is on 1 unknown drill sleeve. Device is an instrument, not implanted or explanted. The part was not returned for evaluation. The lot number is unknown; therefore, a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: multiloc humeral nailing system was used for a fracture of the proximal humerus case. After screw insertion in proximal hole, the drill bit interfered with the distal hole during drilling. In addition, the proximal locking hole in both proximal and distal side interfered. The k-wire was used and the screw insertion in proximal side was completed without any problem. The interference section in distal side kept on interfering, and the surgeon had to discontinue the screw insertion. This report is on an unknown drill sleeve. This is report 4 of 4 for complaint (B)(4).